Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels up to 271 (mg/dl) and ketones. Customer administered correction boluses and insulin injections to stabilize bg levels. Customer indicated they would discuss pump settings with health care provider and declined any further troubleshooting on the reported issue.